Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received a prime rewind alarm and insulin was squirting out of the insulin pump during a manual prime. The customer's blood glucose was not known. The customer was disconnected from the insulin pump at the time. The piston would continue to move forward after reservoir contact. No numbers appeared on the screen and no beeps were heard. It was impossible to leave the prime sequence. The customer attempted this with different sets. The insulin pump was reportedly not bumped, dropped, or exposed to water. The drive support cap appeared normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.